Event description:
As reported: "patient who underwent orif (gamma 4) at another hospital on (B)(6) 2025. At an unknown time, the lag screw cut out the femoral head. On (B)(6) 2025, gamma4 was removed and bha was performed. Preoperative x-rays confirmed that the blade of the u-lag screw was significantly bent. After removal, re-examination of the implant confirmed that, as seen on x-ray, the blade was significantly bent."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received nail overall was found without any significant damage, except for screw interaction marks inside the respective holes and deformation along the medial edge. This deformation along the medial edge is indicative of the fact that there was some movement, either of the lag screw or the u-blade which led to these marks. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indication of material, manufacturing or design related problems were found during the investigation. For the single pre-revision x-ray, a clinical opinion was requested on the confirmation of cut-out and possibility of u-blade bending under ins influence, to which the hcp confirmed the cut-out but without any post-op and progressive x-rays after that it is difficult to conclude if cut-out was the sole reason in the bending of the u-blade. The exact cause of the cut-out could also not be determined. The available information, indicated towards bending of the u-blade due to the cut-out of the lag screw, but a confirmation of it is not possible due to lack of sufficient patient medical records. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient who underwent orif (gamma 4) at another hospital on (B)(6) 2025. At an unknown time, the lag screw cut out the femoral head. On (B)(6) 2025, gamma4 was removed and bha was performed. Preoperative x-rays confirmed that the blade of the u-lag screw was significantly bent. After removal, re-examination of the implant confirmed that, as seen on x-ray, the blade was significantly bent."